Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary cabinet legacy full height cubie drawer 6 had multiple pocket failures. A field service engineer (fse) inspected the station and identified a worn legacy retractor band cable. The cable was replaced, the drawer was cleaned, and all connections were reseated to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 had failed. All stem from the left side of the drawer. When one gets recovered, another will fail shortly. The customer reported that the malfunction took place when the user tried to dispense medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.